Event description:
Consumer stated that the gum soft picks advanced between teeth cleaners have broken off 2 times in the last 3 months. The broken pick end remained between her molars and it required her dentist to remove it. Consumer stated it happened again, and had to have it removed again by her dentist.